Event description:
It was reported that an adult male pt in the emergency room was being treated for an open head injury. The clinicians were trying to view an exam to determine treatment of the pt. However, the exam could not be viewed via pacs. After a delay in treatment lasting approximately 40 minutes, the clinicians were able to view the exam via the modality in which it was acquired. The pt outcome was not known.

Manufacturer narrative:
Multiple attempts have been made by the manufacturer, regarding the outcome of the pt associated with this incident. However, the reporter has declined to provide any additional details.